Event description:
A customer reported that during an ophthalmic procedure, the vacuum was not rising to the target vacuum setting while in irrigation/aspiration (I/a) mode. The "aspiration hole" was reported as having been occluded. Additional information has been requested.

Manufacturer narrative:
A sample is expected, but has not yet been received for evaluation. With the information available to date, a root cause has not been identified. The root cause will be reassessed upon completing the investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
One ultraflow ii I/a handpiece was returned for the vacuum not rising during surgery. The aspiration port is occluded. One ultraflow ii I/a handpiece injector lot number was identified with this complaint: lot 984823m, manufactured in october 2014. The device history record for the lot was reviewed. No anomaly was found during the device history record review. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates no additional complaints were associated with this handpiece lot. The handpiece tip was visually inspected using 20x magnification. The handpiece is visually acceptable. A vacuum and pressure test was performed on the handpiece and the testing was deemed acceptable. The evaluation does not confirm a vacuum issue with the ultraflow ii handpiece. The handpiece was visually and functionally conforming. Based on the complaint information that the customer indicates the aspiration port is occluded, the reason appears to be with the tip placed on the handpiece and not the handpiece. An occluded port would cause the vacuum not to rise. (B)(4).